Manufacturer narrative:
(B)(4). Batch # r40x25. The analysis results found that the shaft of a bcd10 devices was returned. Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, upon removing the endoscopic blunt cherry dissector from the chest, the cherry at the end of the stick was missing. It was found inside the wound and removed by the surgeon. It took several minutes of searching to find it. No packaging was kept, so cannot identify lot number. There were no patient consequences.